Event description:
A nurse reported that a dull knife was experienced during surgery. The knife was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
No sample has been received for eval. No lot number info has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).